Manufacturer narrative:
Neither device or any imaging could be provided for evaluation. No determinations could be made as to the cause of the reported issue.

Event description:
It was reported that a revision surgery was completed to replace a creo rod that had broken post operatively.

Manufacturer narrative:
Neither device or any imaging could be provided for evaluation. No determinations could be made as to the cause of the reported issue.

Event description:
It was reported that a revision surgery was completed to replace a creo rod that had broken post operatively.